Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested, and the following was obtained: it was reported that the implant date was approximately 18 months ago. Can you please follow-up with the account and obtain the exact date of implant? No. Implant was done in a different state and different account and isn't available. What is the lot number for the linx device? No. Not available. Was ph testing performed prior to explant to confirm recurrent reflux? Yes. After implant, was the device initially effective in controlling reflux? No. When did the recurrent reflux begin? Unknown. Can you please follow-up with the surgeon and ask the following? Unable to contact original implant surgeon. Located in different state and different account. What was the sizing technique that was used (sizing of the esophagus instructions per the IFU or another technique)? Not available.

Event description:
It was reported that post implant of a linx device the patient had continued gerd. The device was explanted on (B)(6) 2019 and converted to a gastric bypass successfully. There were no adverse patient consequences.